Event description:
The reporter stated that the device result was 14 mg/dl compared to the doctor's meter of 280 mg/dl. The reporter didn't know her father was given to increase his glucose. The device was moscoded to the wrong test strips. The device was replaced and requested to be returned for evaluation.

Event description:
Reporter's device result was 280mg/dl. The doctor's meter result was 14mg/dl.